Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2 of 2 for the same event: it was reported that during pre-surgery, it was discovered that two motor devices were leaking oil. The reporter stated that after sterilization, both of the devices were unwrapped and prepped for surgery. It was then noticed that an oil like residue still remained on the motor end. The reporter indicated that there was a twenty minute delay prior to the procedure. A spare device was available to complete the surgery successfully. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, it was observed that there was a hole in the hose by the muffler on location 1. The assignable root cause was determined to be due to wear and tear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.